Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included essential hypertension, obstructive sleep apnea syndrome, heart disorder, anxiety, pap smear abnormal and lsil. Concomitant products included acetylsalicylic acid (baby aspirin) from (B)(6) 2017 to (B)(6) 2017, hydrochlorothiazide since (B)(6) 2018 and lisinopril since (B)(6) 2018. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced migraine ("migraines / headaches"). In 2010, the patient was found to have weight increased ("weight gain/loss (specify which one): weight gain"). In 2011, the patient experienced rash pruritic ("rashes or skin conditions type: chest area itchy bumps"). In 2015, the patient experienced vitreous floaters ("vision/eye problems type: floaties in my eyes"). In 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vulvovaginal pain ("vagina pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infections"), rash ("rashes or skin conditions type: hands break out bad"), scar ("had a lot of scar tissue that had to be cut away especially around my bladder"), pruritus ("skin itching"), abdominal distension ("bloating / looked (B)(6) pregnant"), pain ("body doesn't ache like it use to"), paraesthesia ("haven't woken up with tingling hands"), musculoskeletal chest pain ("had sharp pain below brest in rib area"), balance disorder ("if body awakw, feel like lay in bed till body fully wakes as if u wanna get up but cant move"), poor peripheral circulation ("posted pic of hand asking if anyone has circulation problem fingers turn cold and blue"), peripheral coldness ("posted pic of hand asking if anyone has circulation problem fingers turn cold and blue"), peripheral swelling ("post pic of forearm asking if anyone swells up") and varicose vein ("after surgery telling how varicose vein on calf was gone"). The patient was treated with antibiotics, sumatriptan (imitrex) and surgery ((hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, pain and varicose vein was resolving, the abdominal pain upper, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, arthralgia, pruritus and paraesthesia had resolved and the hypersensitivity, urinary tract infection, cystitis, vulvovaginal mycotic infection, rash pruritic, migraine, allergy to metals, dyspareunia, vitreous floaters, weight increased, vulvovaginal pain, rash, scar, abdominal distension, musculoskeletal chest pain, balance disorder, poor peripheral circulation, peripheral coldness and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, back pain, balance disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, musculoskeletal chest pain, pain, paraesthesia, peripheral coldness, peripheral swelling, poor peripheral circulation, pruritus, rash, rash pruritic, scar, urinary tract infection, vaginal haemorrhage, varicose vein, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in 2007: result: total bilateral occlusion.tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs was received- previously reported event ¿ injury¿ was replaced with ¿abnormal bleeding (vaginal)¿,new events- ¿ abnormal bleeding(menorrhagia), hypersensitivity, urinary tract, bladder, vaginal yeast infections, hands break out bad, chest area itchy bumps, migraines / headaches, nickel allergy, dysmenorrhea, dyspareunia, floaties in my eyes, fatigue, weight gain, stomach pain, vagina pain, back pain, hip pain, scar, itchy skin, bloating, ache, after surgery telling how varicose vein on calf was gone, post pic of forearm asking if anyone swells up, peripheral coldness, posted pic of hand asking if anyone has circulation problem fingers turn cold and blue, f body awakw, feel like lay in bed till body fully wakes as if u wanna get up but cant move, had sharp pain below breast in rib area, haven't woken up with tingling hands¿, new reporters , patient demographic , concomitant drugs ,concomitant conditions, lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and genital haemorrhage ('genital bleeding') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and uterine bleeding. Concurrent conditions included essential hypertension, obstructive sleep apnea syndrome, heart disorder, anxiety, pap smear abnormal, lsil, ovarian cyst, adenomyosis, muscle ache and endosalpingiosis. Concomitant products included acetylsalicylic acid (baby aspirin) from (B)(6) 2017 to (B)(6) 2017, hydrochlorothiazide since (B)(6) 2018 and lisinopril since (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced migraine ("migraines / headaches"). In 2010, the patient was found to have weight increased ("weight gain/loss (specify which one):weight gain"). In 2011, the patient experienced rash papular ("rashes or skin conditions type: chest area itchy bumps"). In 2015, the patient experienced vitreous floaters ("vision/eye problems type: floaties in my eyes"). In 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vulvovaginal pain ("vagina pain") and arthralgia ("hip pain"). In (B)(6) 2016, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: hypersensitivity/allergy"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract") and cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal yeast infections"), rash ("rashes or skin conditions type: hands break out bad"), pruritus ("skin itching"), abdominal distension ("bloating / looked 7 months pregnant"), pain ("body doesn't ache like it use to"), paraesthesia ("haven't woken up with tingling hands"), musculoskeletal chest pain ("had sharp pain below brest in rib area"), balance disorder ("if body awake, feel like lay in bed till body fully wakes as if u wanna get up but cant move"), poor peripheral circulation ("posted pic of hand asking if anyone has circulation problem fingers turn cold and blue"), peripheral coldness ("posted pic of hand asking if anyone has circulation problem fingers turn cold and blue"), peripheral swelling ("post pic of forearm asking if anyone swells up"), varicose vein ("after surgery telling how varicose vein on calf was gone"), pelvic pain ("pain") and genital haemorrhage (seriousness criterion medically significant) and underwent scar excision ("had a lot of scar tissue that had to be cut away especially around my bladder"). The patient was treated with antibiotics, sumatriptan (imitrex) and surgery ((hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal pain upper, menorrhagia, dysmenorrhoea, fatigue, arthralgia, pruritus, paraesthesia, pelvic pain and genital haemorrhage had resolved, the vaginal haemorrhage, pain and varicose vein was resolving and the hypersensitivity, urinary tract infection, cystitis, vulvovaginal mycotic infection, rash papular, migraine, allergy to metals, dyspareunia, vitreous floaters, weight increased, vulvovaginal pain, rash, scar excision, abdominal distension, musculoskeletal chest pain, balance disorder, poor peripheral circulation, peripheral coldness and peripheral swelling outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, back pain, balance disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, musculoskeletal chest pain, pain, paraesthesia, pelvic pain, peripheral coldness, peripheral swelling, poor peripheral circulation, pruritus, rash, rash papular, scar excision, urinary tract infection, vaginal haemorrhage, varicose vein, vitreous floaters, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 267 lbs. Discrepancy noted in essure confirmation date: date (B)(6) 2007 (discrepancy noted as per ppf) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - in 2007: result: total bilateral occlusion. Tubes were blocked.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events pelvic pain and genital bleeding were added and their outcome was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.